Event description:
It was reported that during a surgical case, the snaplock was broken and it was recognized during a handpiece failure. The handpiece was replaced to continue with the case. No surgical delay or patient injury was reported.

Manufacturer narrative:
H10: the navio handpiece (part number (B)(6) / serial number (B)(6)), used in treatment, had a broken snap lock nut during a procedure on(B)(6)2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The device was not made available to the designated complaint unit for evaluation. However, a photo of the device was provided which confirmed that the snap lock nut was broken. The root cause of this issue was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.